Manufacturer narrative:
Manufacture ref. No.: (B)(4). Additional information has been received from the customer. The customer reported there was no patient involved with this complaint. This MDR was initially reported due to the absence of event information. Upon evalureceipt of additional information from the customer, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05590 can be removed from the FDA database.

Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
The biomed emailed to report a spectrum pump displayed several instances of system error 345. Patient involvement is unknown. This was originally reported for the ec322 remediation.